Manufacturer narrative:
This report is submitted june 23, 2017.

Event description:
Per the patient's surgeon, the patient experienced a dislodgement of the internal magnet. It was reported that prior to the dislodgement, the patient sustained multiple falls with trauma to the head. Subsequently, the patient underwent revision surgery to place the magnet back into the pocket (date not reported). During the surgery, the surgeon noted that there was a tear in the silicon pocket of the receiver stimulator. The implanted device currently remains insitu; however, the surgeon is considering revision surgery to replace the internal device. Additional information has been requested; however, not made available as of the date of this report.